Event description:
Initial co2 result recovered high 40 mmol/l repeated 25 mmol/l. Initial creatinine result recovered low 0.3 mg/dl repeated 1.8 mg/dl. Field service rep. Could not duplicate the problem. Incorrect results were not used for patient treatment.